Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that patient faced issue with adhesive on (B)(6) 2026.the patient experienced that the product did not adhere properly.the set came loose and failed to stick as intended. No further information available.